Manufacturer narrative:
(B)(4). The customer returned one unit 528235 visistat 35 w 6/box for investigation. The sample was received without its original packaging. The returned stapler was visually examined with and without magnification. Visual examination of the returned stapler revealed that there is a gap between the staples and the patient end of the stapler. The staples are not misaligned. No other defects or anomalies were observed. The stapler is used. Blood can be seen on the device exterior. There are 33 staples remaining in the stapler indicating that the end user fired 2 staples. The stapler was disassembled and it was confirmed that there are no errors in the assembly. A functional inspection was performed by attempting to engage the stapler trigger. The trigger was engaged using hand pressure. Upon engagement of the trigger, the staples moved down the track until they were flush with the patient end. No staple fired. A second attempt was made which resulted in one properly formed staple. An attempt to simulate insertion into the skin was then attempted using the returned stapler and a foam pad. The stapler was pressed against the foam pad and the trigger engaged. The stapler fired one correctly formed other remarks: staple into the foam pad. This was repeated two more times with each staple firing correctly and engaging with the foam pad. No defects were found. The remaining staples were fired from the stapler. All staples were able to correctly form and release from the stapler. No functional issues were found after the initial engagement of the trigger. The IFU for this product, l03485, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple closure, the trigger must be squeezed all the way in." A corrective action is not required at this time as the potential cause of this complaint issue could not be determined. The reported complaint of no staples firing was confirmed based upon the sample received. The returned stapler was found to have a gap between the staples and the patient end of the stapler. However, after the trigger was engaged and released one time, the staples moved down the track and the stapler then functioned with no issues found. The IFU for this product states "to obtain optimum staple closure, the trigger must be squeezed all the way in." A device history record review was performed on the stapler with no evidence to suggest a manufacturing related cause. In addition, all staplers are 100% inspected at manufacturing for firing at the time of assembly. The stapler was received with 33 staples remaining in the coverblock indicating that the stapler was fired 2 times by the end user. No defects were found in the assembly. It is unknown how the product was handled during use. Therefore, the potential cause the stapler not firing could not be determined.

Event description:
Reported event: the staples did not come out of the stapler. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device history review for the product visistat 35w 6/box, lot #73h1500256 investigations did not show issues related to the complaint. The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
Reported event: the staples did not come out of the stapler. The patient's condition was reported as fine.